Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml of gablofen at an unknown concentration via an implantable pump for intractable spasticity. On 2019-sep-13, it was reported that a pump motor stall was observed during a pump interrogation. It was confirmed that the patient had not recently had an MRI. The pump event log confirmed that a motor stall had occurred and was active. According to the hcp, the pump had multiple motor stalls and recoveries going back to july of that year. It was reported that the pump was to remain implanted for the time being. A "pump off" password was requested and provided. No symptoms were reported. No further complications were reported.